Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that the platform indicated user advisory 139 (unable to hold compression position) and that the internal battery voltage was 2.4v. Battery was replaced, but user advisory 17 (max motor on time exceeded during active operation) were indicated during edging test. Issue occurred during testing, no pt involvement was reported. No other information was provided.